Event description:
It was reported that the patient had a controller exchange due to a tear in the driveline cover at the bend relief on the white battery cable.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section a4: patient weight was requested but not provided. Manufacturer's investigation conclusion: the reported damage to the white power cable was confirmed with the evaluation of the returned system controller serial number(B)(6) (backup battery serial number (B)(6). The collected log file contained 256 events over approximately 3 days from 01apr2022 to 04apr2022, per the time stamp. The controller supported the pump above the low speed limit throughout the log file when the driveline was connected. No notable alarms were active throughout the log file. Visual inspection of the returned system controller revealed a tear in the insulation of the white power cable. Although the root cause of the damage could not be conclusively determined, it appeared to be a result of handling. The system controller was functionally tested and found to operate as intended during analysis. The confirmed damage did not affect the controller's ability to support an lvad as designed. The device history records were reviewed and the records revealed the controller was manufactured in accordance with manufacturing and qa specifications. System controller serial number (B)(6) was shipped to the customer on 12jul2016 on customer order s180497. Incidental findings: green fluid underneath the outer jacket and early conductor breakdown. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ informs the user: ¿do not twist, kink, or sharply bend the driveline, system controller power cables, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible¿. Also, in this section, entitled ¿alarms and troubleshooting¿, all alarm conditions are addressed. Under section 6, entitled ¿caring for the equipment¿, addresses the cleaning and caring for the equipment that include cautions regarding submersion of the driveline, modular connector, system controller, or any external system components (such as the power module, the mobile power unit, batteries, power cables, or battery clips) into water or liquid. Submersion in water or liquid may cause the left ventricular assist device to stop. No further information was provided. The manufacturer is closing the file on this event.